Event description:
The manufacturer received information alleging an error occurred and the device shut down immediately when the software version was being upgraded. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. The trilogy evo was returned to the manufacturer for evaluation, and it was confirmed that a ventilator inoperative condition occurred due to inconsistent software versions. The service center successfully upgraded the software upgrade without issue. This information does not indicate a malfunction of the device, yet a result of the service being provided currently. It has been concluded that the trigger for this condition would not reoccur during use, which in turn could not have the possibility to cause harm injury to the user. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. Also, during the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed after the device started. Evt_internal_batt_failed means the internal li-ion battery is reporting a permanent failure. This is considered a reportable failure. The internal battery needs replaced to address the issue.

Manufacturer narrative:
The reported failure of internal battery failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.